Event description:
It was reported that two days following the implant procedure, the right ventricular sensing value had decreased and the capture threshold had increased. Diagnostic imaging was performed which confirmed that the rv lead was dislodged. The physician elected to reposition the lead to resolve the event and the patient was stable with no additional consequences.